Manufacturer narrative:
Patient demographics such as age, date of birth, sex, and weight were not supplied by the customer. The customer's biomedical engineer (bme) was dispatched to assess the instrument's performance. The bme performed a preventative maintenance on this system. The bme did not report any system malfunctions associated with the service visit. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results cannot be determined with the information provided. (B)(4). All mdrs associated with this event: 2122870-2016-00129; 2122870-2016-00130; 2122870-2016-00131; 2122870-2016-00132; 2122870-2016-00133; 2122870-2016-00134; 2122870-2016-00135; 2122870-2016-00136; 2122870-2016-00137.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the unicel dxi 600 access immunoassay system serial number (B)(4) for nine (9) patients. The sample from the third patient (designated as patient three (3)) was reanalyzed using the same unicel dxi 600 access immunoassay system and an alternate access 2 immunoassay system (serial number unknown) and results, above and within the assay's normal reference range, were obtained. The customer stated the non-reproducible access accutni+3 results were reported from the laboratory and the patient was admitted to the hospital in association with the non-reproducible access accutni+3 results. The following mdrs will address the non-reproducible access accutni+3 results for the additional eight (8) patients: 2122870-2016-00129, 2122870-2016-00130, 2122870-2016-00132, 2122870-2016-00133, 2122870-2016-00134, 2122870-2016-00135, 2122870-2016-00136, and 2122870-2016-00137. The customer stated quality control (qc) recovery was within the laboratory's established ranges before and after the event. Samples were collected in a 4.5 ml green top plasma tubes. The customer did not provide the speed, time, and/or temperature at which the samples were centrifuged. No sample integrity issues were reported by the customer. The customer's biomedical engineer (bme) was dispatched to assess the instrument's performance.